Event description:
The hospital staff used the device during an open heart surgery procedure. The device allegedly failed to charge and discharge while using internal paddles. The operator wiggled the internal paddles connector and the device would intermittently function properly. The patient was resuscitated. There were no adverse affects to the patient related to the reported malfunction.